Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the initial lead perforated the patient¿s right ventricular septum into the left ventricular surface many times. A new lead was then attempted but thresholds were high. Both pacing leads were attempted/not used and replace. No further patient complications have been reported as a result of this event.